Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing. The investigation found that the pump tested outside of the internal spec in two of the three tests. The investigation determined that the expulsor not being calibrated correctly was the cause of the reported issue. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy testing by "-6.3%." There was no patient involvement and no adverse effects were reported.